Manufacturer narrative:
Unable to perform displacement test due to broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip. Unit received with minor scratched display window, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, missing end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on reservoir compartment. Customer's blood glucose value was 15 mmol/l at the time of the incident. Customer will return device for analysis.